Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(4). Batch: 7197360.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a trial procedure that ended earlier than expected because the patient experienced a high level of procedural pain. The scs was covering the patients targeted pain areas prior to the end of the trial period. The patient was given tylenol and the trial lead site was iced. The explanted trial leads were not available to be returned because a company representative was not present for their removal. The patient is doing well after the trial lead removal.